Manufacturer narrative:
Based on the provided information and tests performed there is no indication of a malfunction of the mr system. The injury is consistent with patient heating incidents caused by a too close proximity to the coil cable. It was confirmed that the patient's arm was most likely positioned on top of the coil cable. Inspection of the coil revealed that one of the baluns in the baseplate was out of specification. This is a single fault condition and the cable balun is still able to keep the cable currents to a low enough value. In this case insufficient distance was kept between the cable of the coil and the arm of the patient. Furthermore the used scan protocols with high sar may have contributed to the event. The instructions for use contain warnings about coil positioning and high sar scanning.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA.

Event description:
Philips received a report from a customer. A patient was examined on an intera 1.5t mr system using the 4ch shoulder coil. Two weeks later the hospital was informed about a 3rd degree injury on the lower right arm.